Event description:
The nurse (rn) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) assisted the rn with troubleshooting. The rn stated that there was a long patch of air in the patient line. The tsr advised the rn to end therapy and set up with new supplies. On (B)(6) 2010, product surveillance spoke with the rn who stated that the patient was in the intensive care unit at the time of the incident due to a stroke. The rn stated that he had primed the set up and connected the hp. The rn confirmed when the machine alarmed, he realized that there was a large gap of air in the patient line. The rn stated that he disconnected the patient and started over with new supplies. The rn also stated the patient currently was out of the intensive care unit. The nurse stated that the patient did not have any adverse effects as a result of this incident.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample product is not available. Should any additional information become available, a follow-up report will be submitted.